Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the report anomaly. The customer reported no adverse event. The event involved product(s) mmt-8400. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. No product return was required for mmt-8400.

Manufacturer narrative:
An attempt to reproduce the reported event using simplera - software version 1.3.2 installed on iphone 12 ios 18 with a transmitter was conducted and confirmed the issue is not reproduced. Issue is not confirmed. The software did not successfully adhere to the specified requirements and did not performed in accordance with the expectations specified in the software requirements specifications d00422657, version f. After conducting an investigation, we found that the snapshots were added to cosmos db when the user uploaded them. They were not successfully parsed by the metadata service due to an invalid date in the received json. As a result, the user does not see their uploads. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: - check if the user's pump/device date is correctly set. - if incorrect, guide the user on how to adjust their pump/sensor date settings. - advise users on verifying their pump/device settings to prevent future discrepancies. - share any relevant documentation or support materials to assist with proper configuration. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.